Manufacturer narrative:
Multiple patients involved. Refer to summary of sids and associated test results. No patient demographic information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer questioned sodium results for two patients. The following was provided: sid (B)(6) initial: 119 mmol/l (not reported out of lab), 136 mmol/l (considered by lab as real result). Sid (B)(6) initial: 112 mmol/l (not reported out of lab), 140 mmol/l (considered by lab as real result). No impact to patient management was reported.

Manufacturer narrative:
The customer observed residual fluid in the cuvettes. The field service representative (fsr) resolved the issue by replacing the high concentration waste peristaltic pump tubing (part number 7-202464-01 tubing, peristaltic head (rohs)) and manually cleaning the cuvettes. Which resolved the issue. A review of service history for the alinity c-series processing module, serial number (B)(6) revealed no additional service tickets associated with discrepant/erratic patient results, nor did it identify any contributing factors to the current complaint. A review of tracking and trending for the tubing, peristaltic head (rohs) part number 7-202464-01 did not identify any trends. Review of tracking and trending for clinical chemistry systems did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the instrument part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the tubing, peristaltic head (rohs) part number 7-202464-01 or the alinity c-series processing module, serial number (B)(6) was identified.